Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose over 600 mg/dl with large ketones, abdominal pain, extreme drowsiness, polydypsia, polyuria, nausea and difficulty waking up associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was treated in the emergency room by their healthcare provider with insulin via their pump and IV fluids. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched the active basal program and the basal history matched the active basal program settings. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.